Event description:
It was reported by the patient that the power light on the previously working remote monitor was on. The monitor would not respond to pressing the start/stop button.the return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the power light on the previously working remote monitor was on. The monitor would not respond to pressing the start/stop button. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event. It was further reported that the monitor was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor was unable to power up due to a defective integrated circuit component on the printed circuit board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.